Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "when preparing the pump for use pump alarmed air detected." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "when preparing the pump for use pump alarmed air detected" was confirmed during product evaluation. This condition was caused by a defective pmu (pumphead module). However, it is unknown at this time if any repairs were made to correct the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.